Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with an alarm for insulin flow block during basal. It was reported that the customer changed their entire set. It was reported that when the set is inserted to the left side there were no alarms. It was reported that the customer was advised to contact their healthcare provider regarding other possible insertion sites. No further information provided.